Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device is awaiting explant. Further information was requested, but not yet available. No patient consequences.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high currents were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that a lithium cluster-induced short circuit caused premature battery depletion. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in october 2016.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Further information was requested however, was not provided.